Event description:
Hosp ICU personnel initiated external pacing on a pt, described as in asystole. According to the reporter, the device would intermittently lose capture of the pt's rhythm. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.